Manufacturer narrative:
Analysis was normal. No anomalies were found. It was noted that the device had reached its elective replacement indicator.

Manufacturer narrative:
Further information was requested, but hospital policy prohibits the release of the information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to an unknown reason. Further information was requested, but hospital policy prohibits the release of the information.